Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image displayed, scope communication error (b30) based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, the most probable cause of the malfunctions identified during device evaluation was traced to damage on plug unit housing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed scope communication error(e226). The event occurred during inspection prior to use. There were no reports of patient involvement.